Event description:
It was reported that the balloon did not inflate at the inflation test. There were no patient complications reported.

Manufacturer narrative:
The device returned and evaluated. Customer report was confirmed. Balloon latex had detached between the proximal and distal bonds. Detached latex was not returned. Residual latex was present on both bond sites. Returned attached contamination shield was removed and catheter re-inserted through the contamination shield without difficulties.